Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a notification to check the right atrial (ra) and right ventricular (rv) leads was seen on the programmer recorder monitor (prm). Decreased r-wave and p-wave measurements were observed and one atrial impedance measurement was greater than 2,000 ohms. A lead evaluation was performed and no noise could be reproduced with isometrics and pocket manipulation. The following physician ordered a chest xray for follow up. To date, no adverse patient effects were reported with this clinical observation.